Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the calcified right common femoral artery after a diagnostic procedure. Reportedly, while applying tension to the suture during knot advancement, the suture came out of the artery and pulled a piece of artery with it. Using an ipsilateral approach, an agiltrac balloon catheter was advanced to the lesion where it was inflated to control bleeding. Manual compression was then applied to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Angiographic images provided were reviewed by an abbott vascular clinical specialist. Analysis revealed that the images provided support the reported finding of injury of the common femoral artery at the level of the access and closure site. The return of the device may have aided the investigation in determining a cause for the reported event. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring a couple of months ago). The device was not returned and the lot number was not provided. A follow-up report will be filed with all additional relevant information.